Event description:
It was reported that during the implant procedure, there were high thresholds observed. The lead would not disengage from the tissue once screwed into the his bundle. The lead was abandoned in the patient and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was later explanted.

Manufacturer narrative:
Product event summary: the partial lead in segments was returned, analyzed and no anomalies were found. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.